Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for unknown indications for use. It was reported that they didn't think the pump was on because they were in great pain. The patient said that the pain started right away after the pump was implanted on tuesday. They said that the healthcare provider (hcp)  told them that the pump was turned on. They said that their pain was at a 10 or 11, and they couldn't get around well. The agent reviewed and redirected the patient to their hcp. They said they would continue to try to contact hcp.